Event description:
International affiliate reports the patient's ventricles did not reduce as expected following valve implantation. The valve was reprogrammed on two separate occasions but the ventricles still did not reduce so the valve was explanted.